Event description:
The patient admitted for a procedure in 2008 to treat the calcified and tortuous proximal circumflex. A 2.75 x 33mm cypher stent was advanced to the lesion, but it could not be properly placed. When removing the stent delivery system, the physician noticed that the stent was not on the stent delivery system. The physician took pictures and noticed that the stent was in the left main and in the circumflex lesion. The patient was then taken "off the table" and returned at a later point (the next day). Finally, a 3.0 x 15 voyager balloon catheter was used to compress the dislodged stent against the wall and a 3.0 x 20 liberte boston scientific stent was implanted.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.